Manufacturer narrative:
H6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, the site had a message that navigation was not communicating with imaging system but all connections were green and ip address was verified successfully. Representative had the site reboot resolved the issue temporarily, but then another issue occurred saying 'caution 3d mode disabled and navigation not connected'. They noticed that the gray radiation lock was loose, so had the site reseat it. They noted that when holding down 3d on the handswitch, the mvs (mobile viewing station) was flashing green and could not execute the spin. They were able to complete the spin with the foot switch (handswitch not functioning). Patient was present. There was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
(H3, h6): tested hand switch for functionality. Failed function check. Changed hand switch and performed a function check. New switch functional. Performed system checkout. System fully functional b01, c07, d02 codes applicable. Patient info updated in section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.